Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system displayed error message on the screen which stated that the drawers were offline. A technical support specialist (tss) guided the customer through restarting the cabinet using the power switch and then restarted the all-in-one (aio). Upon checking the populate buttons screen, no failed drawers were found. The customer confirmed that the error message no longer appeared but was unable to log in using their fingerprint. The tss advised the customer to contact a facility administrator to re-enroll the fingerprint. Additionally, the tss found when the user attempted to log in with a fingerprint, but the issue button did not appear. Upon reviewing the employee details in myqlink (mql), it was found that the specific users did not have privileges to issue items. The tss then requested that the customers contact the pharmacy to have the necessary privileges granted so the user could issue items. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank mini a message on the screen stated that the drawers were offline, and the user was unable to log on to issue tramadol 50 mg tablet. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.